Event description:
Rn circulator was plugging in the laparoscopic monopolar cord into the cautery unit and was shocked. Upon examination it was noted that there was a small exposed wire in the end of the cord near the end that is plugged into the unit.